Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The chronic total occlusion (cto) target lesion was located in the superficial femoral artery. After a 014 rubicon support catheter was placed, a 300 cm v-14 controlwire was advanced to re-canalize the lesion. However, it was noted that the tip broke off and no attempt was made to retrieve the dislodged tip. Several wires were attempted, but still it was unsuccessful. The procedure was not completed. No patient complications were reported and the patient's status was fine.